Event description:
In this event the dentist reported that a protaper universal rotary niti file separated during treatment and could not be retrieved from the pt's root canal. The pt has allergies to both nickel and copper. The pt agreed with the dentist to eventually have an apex resection in case the root canal would get infected in the future as a result of this incident.

Manufacturer narrative:
Because the potential for surgical intervention exists to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this event is reportable per 21 cfr part 803. Typically rotary niti file separations that result in injury are reported via asr (B)(4). However, due to the unusual circumstances of this event, it is being reported as an individual MDR. The device was not returned for eval and the lot number was not provided for retained-product testing and/or DHR review.